Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv (left ventricular) lead had been turned off back in (B)(6) of 2007 after it was discovered that the lead had dislodged. The patient has now gone in for a generator downgrade and during that procedure the lv lead was capped and not replaced. No patient complications have been reported as a result of this event.